Manufacturer narrative:
(B)(4).

Event description:
During a liver transplant procedure, a multi-access catheter (mac) was inserted via the right internal jugular vein under ultrasound guidance for the purpose of massive blood transfusion. A spring wire guide (swg) was advanced, followed by vessel dilation and successful placement of the mac device. During removal of the dilator and swg, resistance was encountered, preventing withdrawal of the guidewire. Subsequently, the swg was observed to be frayed/unraveled. The mac and swg were removed together and replaced with new devices. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical or surgical intervention was required beyond that described.